Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery. A 4.0 x 120 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during preparation (air aspiration). The pta catheter was advanced with no resistance felt to the lesion and the balloon would not inflate. The pta catheter was removed from the anatomy and was replaced with another armada 18 pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.